Event description:
Health professional reported a lap-band port replacement due to the "patient presenting with loss of restriction" and a "leak in the tubing" was noted. The physician "attempted to pull back fluid from lap-band system and no fluid was extracted." At the time of explant a "hole" was visible "three to four inches form the port."

Manufacturer narrative:
(B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/removing saline as follows. "Eight (8) penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of th needle is within the prot. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."